Manufacturer narrative:
Meter and test strips were not returned for investigation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 178, 61 and 37 mg/dl. The customers expected fasting blood glucose test result range is 89 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 186 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturers expiration date is 01/16/2021 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 01-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 01-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".